Event description:
It was reported that the patient developed an infection at the incision site ten days after being implanted. Symptoms of redness and burning sensation was noted. The physician believed that the infection was not device related but procedure related. The patient was given antibiotics and cleared the infection five days later.

Manufacturer narrative:
Block b3: exact date unknown, event occurred 10 days ago from the date the manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(6) , batch: (B)(6).